Event description:
It was reported that the patient heard their device beeping. The at home monitoring system showed that the shock lead impedance (sli) measurement had reached about 126 ohms. It was noted that the right ventricular (rv) sli has been gradually increasing and calcification was thought to be the cause. The field representative was going to work with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this rv lead was ultimately removed and replaced as a result of the clinical observation. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that the patient heard their device beeping. The at home monitoring system showed that the shock lead impedance (sli) measurement had reached about 126 ohms. It was noted that the right ventricular (rv) sli has been gradually increasing and calcification was thought to be the cause. The field representative was going to work with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.